Event description:
Caller reported a cgm error 42, which occurred three or more times on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and decided to replace the pump. The customer was advised to use the current pump and rely on multiple daily injections if the issue persisted before the replacement arrived. The replacement pump would include updated software, and the caller was guided on steps for transitioning to the new pump, including returning the old one to tandem.